Manufacturer narrative:
Visual analysis, leak test and microscopic analysis of the returned device identified: yellow particles, a curved opening with a striated edge. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.